Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown mediation via an implanted pump. The patient reported that her pump system implanted in 2009 was explanted in 2013 because it stopped working.